Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient ((B)(6)) has a bt shunt with rpa stenosis/ fold. The physician was attempting to put a 4.0 x 15mm integrity ux stent into the bt shunt but could not get the stent to make the turn into the shunt from the aorta. A non-mdt guide sheath was used with stent deployment. The physician attempted to bring the stent into the sheath and the stent shifted forward on the balloon. The physician used a snare to attempt to remove the stent and balloon via the left femoral artery. It is reported that intervention was used as the medical team were concerned that the stent was going to come off of the balloon, as it had already shifted forward. It was reported that the stent became hung on the left femoral artery when trying to pull the stent out. The stent unravelled and subsequently the left femoral artery was caught on the stent and was removed with the stent. The patient was sent to or for repair of the vessel damage. Patient is currently as doing ok with collateral bloodflow feeding the left leg even though the femoral artery came out.

Manufacturer narrative:
Product analysis: the dislodged stent was returned with a detached guidewire. There were numerous kinks present along the guidewire. The dislodged stent was stretched, bunched and deformed. Image review: the images capture the angle of delivery through the aorta. The images show the guidewire and guide sheath in the vessel, and in the next images the stent has moved distally on the balloon. It is not clear from the images exactly what caused this movement. Stent deformation is clearly visible to the distal end of the balloon, and the proximal stent struts appear to be flared. The stretched and deformed dislodged stent is clearly visible in the left femoral artery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.